Manufacturer narrative:
Correction-section e1: event country should be china, instead of christmas island.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture and helix mechanism issue resulting in failure to retract. The ra lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events of failure to capture and helix mechanism issue were confirmed. A complete lead was returned in one piece the helix bent, stretched and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region and the helix was bent and stretched consistent with procedural damage. Unable to perform the helix mechanism/ extension length test due to damaged helix, as received. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil at the connector region consistent with procedural damage. The cause of the reported events was due to helix being bent and stretched, clogged with blood/ tissue and over torqued inner coil at the connector region.